Event description:
During a hearth catherization, values of ph, pco2 and po2 were measured in several stages using a blood gas analyzer that relayed its values on to a radiance data management system. At one of the measurements the reported values differed significantly from the expected. The physician decided to ignore these values. The values were correct on the analyzer but reported wrongly by the radiance data management system. No harm to the patient was reported as a result of this problem.